Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd discardit ii¿ syringe with needle, had "loss of vacuum" causing difficult plunger movement. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: the manufacturing facility received the affected sample for investigation and a leakage through the plunger rod was observed. A batch history review showed no non-conformances associated with this issue during the production of this batch. Using magnification to evaluate the plunger, we were able to identify damage in the plunger rod. The loss of vacuum likely occurred as a consequence of the damage noted which could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Investigation conclusion: damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that a bd discardit ii¿ syringe with needle, had "loss of vacuum" causing difficult plunger movement. There was no report of injury or medical intervention.